Event description:
Philips received a complaint from customer biomed, reporting error codes 1108 (post) and 1109 (cbit) indicating machine pressure sensor autozero failed on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the be, after experiencing error codes 1108 and 1109, replaced all 4 autozero solenoids and the da (data acquisition) pcba (printed circuit board assembly). The issue could not be reproduced but confirmed in the diagnostic logs. The unit now alarms with error 110a (post) indicating the proximal pressure sensor autozero failed, confirmed in logs but not duplicated in testing. The be verified good pin alignment between the solenoids and the da pcba. The rse advised the be to remove the gds (gas delivery system), da pcba, and the solenoids to ensure there was no blockage in the ports from the solenoids to the ambient pressure ports in the side of the flow sensor assy. If no issue found, reassemble with the original da pcba and power cycle until the problem reproduces. If the problem moves back to the 1108/1109 then request replacement da pcba under warranty. If the problem stays with 110a, either swap the solenoids around for troubleshooting or request replacements under warranty. As per the system log, the machine ran for 130 hours before failing again with the 110a error. The be completed the steps advised by tech support. The device began to run as expected after removing new da pcba and reinstalling the old board back. The be kept the new solenoids but removed them and cleaned all of the gds perforations/channels where the solenoids connect as advised. The solenoids and the da pcba were reinstalled ensuring proper alignment and connections between the two. The be performed multiple on/off cycles and ran the unit with no check vent alarms. The unit passed all required performance verification test (pvt) testing to verify as operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.